Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced and the touchscreen was calibrated during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 sys intermittently locked up during a case. Also the vertical lift column would not work. No pt injury was reported.